Event description:
It was reported that, during a functional end-to-end anastomosis (feea), the staples were unformed. Additional suture was performed to complete the surgery. The device was used at the inner cavity. The cartridge color was blue. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 2/19/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 196d60. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage with the firing knob forward and with a glcr80b reload present. The reload was returned fully fired with the swing tab in locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 196d60, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.